Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 535 mg/dl. Customer stated that they treated high blood glucose with manual injection. Customer states that he attempted to prime the insulin pump and noticed that the device would rewind but not prime properly. He attempted to his prime his pump on a separate occasion and received a no delivery alarm. Troubleshooting was performed. During troubleshooting, the customer changed the infusion set and reservoir. Customer was still unable to push insulin through the tubing with the plunger rod. Advised customer to change the entire infusion set system as soon as possible. Advised customer to return the infusion sets and reservoirs for analysis. Customer declined to troubleshoot for high blood glucose. Product will not be return for analysis.